Manufacturer narrative:
Date sent to the FDA: 05/08/2020. A manufacturing record evaluation was performed for the finished device mcp496 batch number pkk695, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 05/18/2020. H3 evaluation: an empty opened foil, an empty labeled winding former, a used needle-suture piece and a suture piece of product was received for analysis. During the visual inspection of the needle-suture piece, the swage and attachment area were noted to be as expected; however, marks on the needle body that appear to be by the use of a surgical instrument could be observed; the sutures piece were examined, and the end wasn't broken, its cut appears to be by use of a surgical instrument. Due to the condition of the sample the functional test can¿t be performed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to condition of the opened sample, the assignable cause of the suture breakage is suggested to be an improper handling by external cause.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pkk695, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used on subcutaneous tissue. During the procedure, after one tissue pass, the suture broke in two pieces. There were no adverse patient consequences reported. No additional information was provided.